Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and other manufactures right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture. Subsequently, this pacemaker, ra, and rv leads were explanted and replaced. No additional adverse patient effects were reported.